Event description:
During device preparation, it was noted that contact force could not be displayed when connected to the tactisys. The tactisys was restarted with no resolution. The connections were checked with no resolution. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Manufacturer narrative:
The reported contact force displaying issue could not be confirmed. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable-body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. The product investigation did not confirm the product non-conformance noted in fsca 3005334138-3/22/22-001-r, that was previously reported.